Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] -unspecified microbes (1 cfu) [second time; (B)(6) 2021] -instrument channel: ochrobactrum anthropi and pseudomonas putida (the total is 7 cfu/100ml.) [Third time; (B)(6) 2021] -instrument channel: bacillus idriensis and corynebacterium sp. (The total is 5 cfu/100ml.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Olympus (B)(4) inspected the device and confirmed the following: there was a leakage from the bending section rubber due to the perforation. The insertion tube was deformed and the coating was chemically damaged. The instrument channel was buckling. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, olympus medical systems corp. (Omsc) surmised that it was unlikely that bacteria were detected on the device due to defects in the device. Defects were identified on the device, but the location where the bacteria were detected could not be identified, so the causal relationship between the reported event and the defect was unclear. Olympus (B)(4) collected samples from all channels after reprocessing according to the instruction manual, and the culture test of the samples was negative. The instruction manual of the device states the reprocessing procedure. Omsc reviewed the reprocessing information provided by the user facility, but could not confirm that the user facility was reprocessing the device in an appropriate method. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.